Event description:
The customer contact reported the "device arcing". The device was returned to the biomedical engineering department from central supply with a note that states "pump caused breaker to trip. Plugged into second device back and into wall outlet. Arcing seen at wall outlet." During testing at the user facility, the device passed testing. No sparks, charring or melting were noted on the power cord or plug. There were reported adverse effects to the healthcare professional. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. During test, two devices were used as described by the customer with a test device plugged into the back of the device. The device was then plugged into the ac power outlet. No arching or sparks occurred during testing. The device passed the electrical safety test. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).